Event description:
Clinic notes dated (B)(6) 2013 indicated that this vns patient had a past medical history of mini strokes. The patient's family (father and paternal grandmother) also had a past medical history of mini strokes. Follow-up was unsuccessful as information would not be released without consent due to caregiver request.